Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented in the emergency room due to a presyncopal. The device was interrogated and lead noise inhibiting pacing was observed. It was also noted that capture thresholds had drastically increased. Programming changes were made. The patient was stable following the device interrogation and was released from the hospital. The patient is scheduled for follow-up at their clinic and will continue to be monitored. There have been no further complaints from patient and no merlin transmissions showing an issue.

Manufacturer narrative:
(B)(4).

Event description:
New information notes that under pacing was also noted.

Event description:
New information notes that on (B)(6) 2016, the lead wad capped and replaced. The patient was stable following the procedure.